Event description:
It was reported that when the pt turned on his stimulation, there was a delay for a few seconds. Then the stimulation kicks in and he starts "shaking." He "can't walk properly" and he was "shaking too much." There was no gradual stimulation build-up. He cannot adjust his stimulation to a comfortable level. Further information is being requested from the hcp.